Event description:
The customer is concerned with imprecision of results with the architect i2000 stat troponin-I assay. One patient sample generated results of 0.073, 0.049, and 0.075 ng/ml. The customer uses a cut-off value of 0.032 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.